Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "increased complications and discomfort". Later, patient reported no complaint against the device. Healthcare professional reported "capsular contracture baker grade iii and double bubble". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Double capsule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, deformation and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5; h3; h6. The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Patient reported left side increased complications and discomfort. Healthcare professional reported double bubble, chronic state of irritation with the formation of a late seroma, and capsular contracture, baker grade ii/iii. Device was explanted.